Event description:
It was reported that customer experienced recurring cartridge alarm 20 and prevented successful resumption of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to load new cartridge using proper technique, to place pump into storage mode before return, and to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, and advised customer to reprogram pump settings, reconnect continuous glucose monitor, and return malfunctioning pump using prepaid label within required timeframe.